Event description:
Reportedly, fired an instrument with the third sulu, knife advanced, but could not staple at all. Less than 200 cc of bleeding occurred. The tissue was treated with hand sewing. Sex: unk, procedure: esophagectomy.